Event description:
It was reported that pocket stimulation was observed when testing the right ventricular lead. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This report is to retract report MFR 2017865-2024-00558, submitted on 05 jan 2024. This report was erroneously submitted. This is a not a reportable event as the muscle stimulation was resolved with programming changes. All previously submitted information should be corrected to not applicable and null fields.

Event description:
Information noted that the muscle stimulation was addressed with re-programming and therefore, this is a non-reportable event.